Manufacturer narrative:
Service inspected the architect c4000 processing module, serial number (B)(6), and determined the peristaltic head tubing (rohs) was worn and the likely cause of the discrepant results. Service replaced the part, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the peristaltic head tubing. No similar issues were identified for the architect system. The architect c4000 erratic result rates were within acceptable limits with no trends identified. The device history records were reviewed and did not identify any non-conformances or deviations related to the peristaltic head tubing and the architect c4000 processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect c4000 processing module, serial number (B)(6).

Event description:
The customer reported falsely decreased sodium (na) and potassium (k) results for one patient sample when running on the architect c4000 processing module. The customer stated when samples were repeated on another analyzer the results were normal. The customer did not report any discrepant results to the medical provider. The following data was provided: (B)(6): na: initial result = 118 mmol /l; repeat result = 140 mmol/l (reference range: 136 - 145 mmol/l). K: initial result = 2.5 mmol/l; repeat result = 3.6 mmol/l (reference range: 3.5 - 5.1 mmol/l). There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) ( complete sample ID provided here) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased sodium (na) and potassium (k) results for one patient sample when running on the architect c4000 processing module. The customer stated when samples were repeated on another analyzer the results were normal. The customer did not report any discrepant results to the medical provider. The following data was provided: sid (B)(6): na: initial result = 118 mmol /l; repeat result = 140 mmol/l (reference range: 136 - 145 mmol/l) k: initial result = 2.5 mmol/l; repeat result = 3.6 mmol/l (reference range: 3.5 - 5.1 mmol/l) there was no impact to patient management reported.